Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image an no image was a faulty plug unit. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a noisy image, no image and white foreign material in the air/water cylinder. There was no patient involvement.